Event description:
It was reported that after implantation of the lead, there was high threshold. X-ray revealed that the lead had dislodged. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the lead was returned and analyzed and no anomalies were found. However, the distal end was covered in blood.